Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a crossover of the device and severe peyronie's disease. The ipp was removed and no additional patient complications were reported.